Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. In regards to the hernia defect being repaired, it is unknown at this time if the hernia defect is a new defect or a recurrence of the original hernia defect that was repaired in the 2005 procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's right side. An additional emdr was created to address the 3d max mesh implanted on the patient's left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for repair of a bilateral inguinal hernia. Two 3dmax devices were implanted to repair the bilateral inguinal hernias. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the prior 3d max right mesh. The attorney alleges the patient experienced additional surgical procedure, explant, pain and disability. The attorney also alleges the patient was severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent surgery for repair of a bilateral inguinal hernia. Two 3dmax devices were implanted to repair the bilateral inguinal hernias. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the prior 3d max right mesh. The attorney alleges the patient experienced additional surgical procedure, explant, pain and disability. The attorney also alleges the patient was severely and permanently injured. Addendum per medical records: (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernia and underwent laparoscopic repair. Per op notes, the patient had a large right direct inguinal hernia and a large left indirect inguinal hernia with incarcerated omentum and colon. A large piece of 3dmax mesh (device #2) was placed into the abdomen and sutured to the right inguinal region with spiral tacker. This procedure was then duplicated on the left (3dmax mesh device #1) with good success.mthe ilioinguinal nerve block was performed on both sides." (B)(6) 2016 - patient had recurrent right inguinal hernia and underwent laparoscopic-converted to open repair with mesh removal. Per op-notes, ¿I worked several minutes trying to free the adhesions and visualize the defect; this was aborted due to lack of progress¿¿ an incision was made and identified ¿the indwelling mesh (device #2) was curled medially with a moderate amount of hernia tissue extending along the spermatic cord and vessels¿ the cord was further dissected free, and the hernia sac had been identified... I then removed the old mesh (device #2) and all visible/palpable surgical tacks. A bard 3dmax mesh was used to complete the repair. Attorney alleges that the patient experienced adhesions, mesh shrinkage, recurrence, pain, burning sensation, ring break and underwent mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. In regards to the hernia defect being repaired, it is unknown at this time if the hernia defect is a new defect or a recurrence of the original hernia defect that was repaired in the 2005 procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's right side. An additional emdr was created to address the 3d max mesh implanted on the patient's left side. Addendum: h11. This supplemental MDR is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use (IFU) supplied with the device identifies hernia recurrence and adhesions as possible complications. Updated fields: a2, b4, b5, b7, d4 (UDI no.), e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: g4 (PMA/510(k) #) this supplemental emdr represents the 3dmax mesh, right (device #2). An additional supplemental emdr was submitted to represent the 3dmax mesh, left (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.